Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/6/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to reach the patient to conduct follow up questions. The patient reported that the alleged issue started between ¿10 am-12 pm¿ on (B)(6) 2015. The patient informed the cca that they take a combination of medication in order to regulate their diabetes including ¿coumadin (5 mg once or twice per day) and lantus insulin (20 units in the morning)¿. The patient denied making any changes to their regular diabetes management routine as a result of this alleged product issue. The patient stated that they experienced ¿blurriness and sweating¿ 3 days after the alleged issue began ¿ it would have been beneficial to obtain additional information regarding these symptoms, as well as any treatment which was sought as a result of this, however the patient could not be reached by the mss to obtain any further information regarding this complaint. At the time of troubleshooting the cca walked the patient through a retest, however the issue remained unresolved. The cca noted that the test strip was not drawing the sample into the confirmation window. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because patient was unable to test their blood glucose due to the issue with the subject meter. This led to them suffering symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Device evaluation: retains were evaluated by product analysis on 03/04/2015 with the following findings: the retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.